Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot#: (B)(6), analysis of the wireless recharger (sn: (B)(6) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the product was found to be defective during inspection for delivery. No factors led to the issue or troubleshooting performed. No interventions/actions taken. The issue was resolved. No symptoms reported. Additional information was received from a manufacturer representative (rep) reporting that the issue was not an out of box issue. The recharger had been used for around 4 months before the reported event. The wireless recharger (wr) was faulty after putting it on the charging dock for recharging.